Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for a duodenal ulcer during a procedure performed on (B)(6) 2022. During the procedure, the clip could not release from the catheter despite closing the handle. Eventually, the clip automatically released into the digestive tube when being opened. No further information has been obtained despite good faith efforts. No patient complications have been reported as a result of this event. The device was not returned.

Manufacturer narrative:
(B)(4).